Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bypass of gastroenterostomy. According to the reporter: during the procedure, cutting became dull and the device could not be used. A new probe was opened and used with no problems.